Event description:
A medtronic representative reported that, in the middle of an ear, nose & throat (ent) procedure, the dynamic reference frame (drf) patient tracker stopped tracking. During trouble-shooting, the surgeon continued working and opted to discontinue the use of the navigation. The procedure was completed without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement patient tracker shipped to site (B)(4) 2015. Medtronic investigation of returned suspect device finds that the patient tracker shows red status and has the error: weak signal. It will not navigate. One coil is open. Red status / no tracking - electrical failure. No further issues have been reported.

Manufacturer narrative:
Correction: catalog number provided.